Event description:
As reported in the annals of surgical oncology. A comparison of the ligasure and harmonic scalpel in thyroid surgery. A single institution review of 231 pts during december 2005 - august 2009. One pt experienced a postoperative hematoma which necessitated readmission with observation. No further details are available.

Manufacturer narrative:
(B)(4). As this incident was revealed during a literature review, the incident sample is no longer available for eval. If add'l info pertinent to the incident is obtained, a f/u report will be submitted.